Manufacturer narrative:
Product ID 37791, serial# unknown; product type recharger product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) battery was not holding a charge as long. It used to be 4 days but at the time of this report she was down to less than 3 days on the battery. It had been getting worse for the last year. The patient ¿knew it was going bad¿ and the ins ¿quit¿ at the end of the year. She had charged it to full capacity on 2015 (B)(6) and it had quit the night prior to this report. At one point, it had held a charge for at least 2 weeks. A ¿call your doctor¿ icon and 375 antenna failure error code was reported. The patient was trying to charge during the call and it kept cutting off. The ins shut off. It did this 2 or 3 times the day of this report in less than an hour. It was reported that she always charges to 100%. It was reviewed that the antenna code could be keeping her from charging efficiently. An antenna was requested. The antenna was not returned. C500. Follow-up determined that the patient was maxing out the amplitude to 10.5 volts. Since receiving the antenna, she had been able to charge. Her charging intervals had increased from every 2 weeks to every 3 days over the past year. She had been going up in amplitude for effective therapy. She was in the process of scheduling a battery replacement. Further follow-up was performed to determine if the patient had required any further assistance and if she had any further concerns. This event will be updated if additional information is received. Note: information about the patient's ins quitting had been incorrectly reported in manufacturer report #3004209178-2014-06141.